Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that vessel dissection occurred. The 16mmx3.5mm, de novo target lesion was located in the proximal left anterior descending artery. A 16x3.50 promus premier¿ drug eluting stent was deployed to treat the lesion. Post deployment while taking orthogonal views, the physician observed a proximal edge dissection at the edge of the stent. A 4.0x16 promus element drug eluting stent was used to cover the dissection. Scans were made. No issues were noted and the procedure was completed. No further patient complications were reported and the patient's status was fine and stable.